Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and infection. The patient was using solu-cortef for treatment of an adrenal insufficiency, which is not specified for use in the omnipod. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Introduction / page x: warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (leg) while wearing the pod for longer than 48 hours. The patient was in the hospital for four (4) days and diagnosed with cellulitis. Patient was given two (2) antibiotics and other medication for the adrenal deficiency. The patient was given ancef and clindamycin and solu cortes and patient¿s routine medicine. Patient has a adrenal deficiency not diabetes. The insulin doses was not changed because patient does not take insulin. Patient is being treated for adrenal insufficiency not diabetes but patient had an increase in basal rate of medication for adrenal deficiency. The patient does get irritation from the pod and was given a cream for the itching called sluticasone propionate cream 0.05%. Patient removed the pod after three (3) days and noticed quite a bit of bleeding underneath and it looked like it leaked a little but didn't look concerning. The patient said the next day it was a little sore and on friday it really got sore and started getting red and warm. Patient¿s temperature went up to 101.2 degrees and so the patient went to the hospital saturday morning ((B)(6) 2018).